Manufacturer narrative:
Device was used for treatment, not diagnosis. Because of the damage and the missing broken off portion the relevant dimensions cannot be checked to print specifications anymore. The outside diameter of the remaining drill flute was checked with caliper ref. 3-01-19789 and found to meet the specifications. Technical drawing ref. Target diameter: 2.0 +0 / -0.03 mm, actual diameter: 1.98 mm / pass . DHR review / material: the examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard of stainless steel, 1.4112 per iso 7153) and the measured hardness was with (B)(4) hv10 within the specification of 580 -0/+60 hv10. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Conclusion: the broken off grooved portion of the drill bit in question measures approximately 10 mm. The broken off portion is not available for investigation. There are visible stress marks and dents at the remaining side walls above the fracture area. The damage visible on the diameter 3 mm guiding shaft is also consistent with the reported event description that the drill bit collided somewhere with a screw. The visible stress mark at the run-in of the diameter 3 mm guiding shaft indicates an excessive metallic contact. No manufacturing related issue was identified and/or confirmed. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances but was caused during a mechanical overloading situation. The visible stress mark at the run-in of the diameter 3 mm guiding shaft indicates an excessive metallic contact. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional device codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant device reported to be either 2.4mm or 3.0mm headless compression screw (hcs). (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing site: (B)(4); supplier: (B)(4); manufacturing date: 17 july 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure to repair an elbow fracture on (B)(6) 2016, the cannulated drill bit collided with a headless compression screw (hcs) in the bone, causing the drill bit to break. The broken fragment was not retrieved and remains embedded in patient bone. It is not known if surgery was delayed due to this event. Patient status reported as stable. Concomitant device reported: hcs screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) 2.0mm cannulated drill bit. This is report 1 of 1 for (B)(4).